Manufacturer narrative:
This report contains correction in section d6b explant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was found in safety mode during interrogation. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is not expected to be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was found in safety mode during interrogation. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is not expected to be returned for analysis.